Event description:
Customer reported the au480 clinical chemistry analyzer generated multiple erroneous low patient results with g flags for multiple assays which included glucose (glu), sodium (na), chloride (cl) and creatinine (cre). The customer also reported of ¿sample short glucose¿ and ¿no color data¿ errors. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. Note: per au480 user guide rev. (B)(6): g flag means ¿result is lower than the dynamic range¿.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed sample probe leaking wash solution during primes before sampling samples which cause contamination and bubbles in sample. The fse determined the cause of failure was due to multiple hardware malfunction. The fse indicated the 3-way sampling valve and pressure sensor were malfunctioning which caused the failures. The fse replaced the 3-way sampling valve and pressure sensor which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).